Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was unable to duplicate the initial event, as a precautionary measure, the customer was advised to replace the graphic user interface keyboard. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that, during patient use, the ventilator generated an error which rendered the keyboard unresponsive. Patient outcome information was not provided by the customer.